Event description:
In this event it was reported that after use of eclipse bonding agent, a pt with known allergies to colophonium experienced an allergic reaction. Colophonium is not an ingredient in eclipse.

Manufacturer narrative:
However, as it is possible the pt is allergic to another ingredient and is not aware of the allergy, the device used in this event could have possibly caused or contributed to the pt's symptoms. Allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.